Event description:
Procedure: splenectomy. According to the reporter, during the procedure to remove the pancreas and spleen there was improper staple formation when the stapler was applied. This resulted in bleeding which was controlled with suture but the case was delayed 30 minutes. There was no reported adverse affect to the patient.